Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is not expected to be returned for eval. (B)(4).

Event description:
A nurse reported that a new 3cc syringe had an issue with the needle dislodging and "breaking" the posterior capsule. A vitrectomy procedure had to be performed. Further info is expected for this case.